Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. If the device is returned at a later date, a follow up will be submitted with complete evaluation results.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure, a 6 fr mak-nv wire was used and the tip split and detached into 2 different pieces inside the patient's kidney. Both pieces were successfully retrieved by the surgeon and an x-ray confirmed no wire were left behind. No additional patient consequence to report.